Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed its investigation. Visual inspection confirmed that the instrument monopolar yaw pulley exhibited thermal damage on the distal end of the instrument. The instrument's distal clevis was disassembled to find the source of thermal damage. The conductor wire was broken at the weld to the base of the hook, likely due to a compromise in the silicone potting around the conductor wire and yaw pulley interface. Once the silicone potting is compromised, conductive fluids such as blood and saline can migrate in the welded location and cause thermal damage and mechanical damage to the weld since it will be an alternate energy path once energy is activated. Based on failure analysis, it is not clear how the silicone potting became compromised; however there is still some potting left on the surface of the yaw pulley. A root cause investigation for this separation is still underway since it is not clear what caused the potting to be compromised. A follow-up MDR will be submitted once additional information is obtained. The customer reported complaint does not itself constitute an MDR reportable event; however, the thermal damage found during failure analysis suggests that potential arcing occurred. Although, no patient harm was reported, if the malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted ventral hernia repair surgical procedure, the permanent cautery hook instrument started emitting smoking when engaged. The instrument was in use for approximately 10 seconds, before the smoke was noticed. The customer confirmed that the instrument was inspected prior to use. The cannula was also inspected, but the customer could not confirm if the pin gage test was performed. A covidien valley lab esu was being used and monopolar energy was being activated when the issue occurred. A bipolar fenestrated forceps instrument was also being used at the time. There was no instrument damage noted prior to the procedure beginning. There was also no instrument collision. There was no report that any fragment(s) from the instrument fell into the patient and there was no report of any patient harm, adverse outcome or injury due to the reported issue. The planned surgical procedure was completed.

Manufacturer narrative:
Engineering has determined that the failure related to this complaint, the conductor wire pulling out from the weld location at the base of the instrument, is not user interaction related.